Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "powering off during procedure". No pt/operator injury reported.

Manufacturer narrative:
The device was returned for eval of powering off during procedure. When the device was opened and evaluated on (B)(4) 2013 fluid ingress and found. Electrical components were damaged including the power supply, centrifuge, distribution pcb, and ac filter. The components were replaced. The device was upgrade to the current fluid remediation upgrade. (B)(4).